Event description:
It was reported by the clinician that, he has had incidents where he is bolusing propofol and the infusion ¿stops altogether¿ and it is ¿inexplicable¿. Clinician will change the propofol bottle and put it on a different port and it will work. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.